Event description:
It was reported that the patient¿s sensor would not connect to the ilet mobile app during setup, resulting in a pairing failure and an in-app alert to replace the sensor; a new sensor was applied, scanned, and entered warmup, after which the user planned to proceed to bionic mode once glucose values appeared. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information to further characterize a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.